Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. It is unknown if the unit was in clinical at the time the reported issue was discovered and it is unknown if there was harm to the patient or the user.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2017-01394 was submitted.